Manufacturer narrative:
The reported allegation was not confirmed during lab analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had perforated the patients heart wall. The lead was explanted returned and analyzed. No additional adverse patient effects were reported.